Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion test failure, which was not reproduced. The upstream occlusion test failure was confirmed through a review of the event history log. Evaluation found cracks on the upstream sensor tail flex pins, causing the symptom. The upstream sensor was replaced to correct the condition. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump failed the upstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.